Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/2.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was removed due to low vault. This resolved the problem. Reportedly the shape of ciliary sulcus was not good, so decision was not to implant again. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).